Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) coil impedance was observed on the rv lead rising just above the alert threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.